Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred during left pulmonary vein (lpv) ablation. Drainage was performed and the procedure was completed. Device evaluation details: on 29-oct-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred during left pulmonary vein (lpv) ablation. Drainage was performed and the procedure was completed. Additional information received indicates the adverse event was discovered during use of biosense webster products during the ablation phase. Drainage was performed as intervention. Prior to noting the cardiac tamponade, ablation was already performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.